Event description:
It was reported that the light on a vari-stim handheld nerve locator was initially working, but then quit working some time during surgery. It was mentioned that the light on the device would turn off when it came into contact with tissue. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4): the device was returned to medtronic for evaluation. Analysis found no damages were noticed on the probe tip or the needle electrode. The device was functionally tested per IFU by touching the probe tip to the needle electrode and the light was lit indicating delivery of current. The light remained lit without any issues and did not waver nor was found to be intermittent. The alleged complaint is unconfirmed for the reported malfunction. Based on the observation, the device functioned as intended without any issues. The most likely root cause of the issue is related with 'operational context' - possibly due to the variations in the tissue impedance, the activation of the led may not have been achieved, despite delivery of current. (B)(4).